Event description:
One of our trufit sites recently had a patient that had a re-operation to remove their trufit plugs due to continued pain. Unfortunately, the patient withdrew consent for the study prior to the re-op and the information we can obtain will be limited. The plugs were explanted about 9 months after implantation. We are not sure yet if the site feels this is related to the device or not, but I will let you know when they confirm. They had 2- 11mm plugs with the following part/lot numbers: 72200936, 50316435 72200936, 50351565.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).